Manufacturer narrative:
The referenced hf cable was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, based on the similar reported events the most probable cause of the reported event can be attributed to reprocessing, moisture invasion, or mechanical stress. In addition, the instruction manual contains several warning statements in an effort to prevent damage to the cable. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use. In addition, the OEM performed a DHR review and revealed no deviations regarding the function and safety for the concerned hf cable.

Event description:
Olympus was informed that the hf cable (a0393) sparked and split into two pieces during a transurethral resection of a bladder tumor (turbt) procedure. The spark was observed from the cable approximately 2 inches from the end that attaches to the working element. There was no reported delay, as the procedure was completed using a similar device. No harm or injury to the patient/user was reported.